Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the screw broke during installation. The broken off piece has been retrieved from the patient. Furthermore, the batch number is different on the label than on the box. On the box is batch 15360174 and on the label is batch 15380404. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation that the screw broke is confirmed based on the attachments. The complaint allegation that the batch number is different on the label than on the box cannot be confirmed due to the device being returned unpackaged and no photos of the reported failure being provided. One unpackaged ar-4020c-07 fastthread¿ biocomposite¿ interference screw was received for investigation. Due to the device being unable to be fully decontaminated, the device was evaluated via the attached photos. Visual evaluation of the attachments noted an ar-4020c-07 fastthread¿ biocomposite¿ interference screw was damaged and broken. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure of the screw breaking can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion. The dfu for interference screws, dfu-0111-eo revision 3, gives the following precaution: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The most likely cause for the reported failure of the batch number being different on the label than on the box can be attributed to a manufacturing issue; however, due to the device being returned unpackaged and no photos of the reported failure being provided, we are unable to confirm the reported event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation that the screw broke is confirmed based on the customer-provided picture. The complaint allegation that the batch number is different on the label than on the box cannot be confirmed due to the device not being returned and no photos of the reported failure being provided. Visual evaluation of the customer provided photo noted an ar-4020c-07 fastthread¿ biocomposite¿ interference screw was damaged and broken. Refer to attachments. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure of the screw breaking can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.